Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had a scale marking issue. I would like to raise a complaint against your 1ml luer-lok syringe batch number 3332238 exp 31/10/28. As you can see by the picture when we went to use it there were no markings on the syringe, this was not picked up until it was about to be used, therefore caused a certain amount of hassle as we had a product that was time sensitive to make. I would just like to draw your attention to this flaw in this batch.

Manufacturer narrative:
One sample and two photos of a 1ml luer-lok syringe (p/n - 309628) batch 3332238 were received and evaluated. The sample received in an unsealed package is missing almost all of the scale markings on the barrel. Both of the photos show one loose syringe with the scale markings missing as described above. The condition observed is non-conforming per product specification. Potential root cause for the scale markings missing defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3332238 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.